Event description:
A pt was admitted with septicemia. Salmonella was isolated from the blood cultures. This isolate had the same antibiotic profile as another recent salmonella isolate from with septicemia, including a susceptible test result from the vitek gns cefotaxime ast. The pt was transferred to an second associated hosp. Due to the recent experience with another pt the lab tested cefotaxime with another method which gave a resistant result for cefotaxime. The resistent pattern for the organism was also indicated by the resistant results for two other 3rd generation cephalosporins ast's on the vitek gns card - ceftazidime and cefpodoxime. Two issues are associated with this event which delayed the administration of the appropriate antimicrobial therapy. 1) the lab did not have vitek expert software rule 152 enabled. This rule would have detached the inconsistent susceptibility pattern problem with the salmonella and alerted the lab. 2) the vitek gns cefotaxime ast did not detect this salmonella isolate's resistance to cefotaxime.